Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot fluoro and exposure. The reported issue was a short circuit of the x-ray safety line. Upon further troubleshooting actions, the fse found that the injector was caused. The fse disconnected the injector. After disconnecting the injector, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system cannot fluoro and exposure. The x-ray safety line is active at startup the device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.